Manufacturer narrative:
Product evaluation: failure analysis for fiber (B)(4): the glass cap exhibits mild detritus adhesion; the glass cap exhibits moderate devitrification at the output area; the bevel edge of the fiber appears in good condition; the fiber was tested with hene laser fixture, aim beam is present at fiber output window and is not forward firing. Probable root cause: based on the product analysis results, the product complaint of "fiber tip broken" could not be confirmed; a cap wear was observed; the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber.

Event description:
It was reported that during a prostate procedure, the fiber tip broke. The case was completed using an alternate procedure (turp). There were ¿no damages to the patient¿ reported.